Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# kmm047, exp. Date: 10/31/2021, MFR. Date: 11/01/2016. Batch# jk5435, exp. Date: 08/31/2020, MFR. Date: 09/29/2015. Batch# km6738, exp. Date: 10/31/2021, MFR. Date: 11/24/2016. Batch# jlm385, exp. Date: 09/30/2020, MFR. Date: 10/03/2015. Batch# kmm036, exp. Date: 10/31/2021, MFR. Date: 11/01/2016. Batch# kmm073, exp. Date: 10/31/2021, MFR. Date: 11/01/2016. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please advise of any medical / surgical intervention and status of patient. ¿the broken piece was searched for by x-rays during the index operation, however, it was not found. As of (B)(6), the patient was in the hospital, and was getting better. No adverse consequences caused by the broken piece had been observed until then.

Event description:
It was reported that the patient underwent an unknown esophagus surgical procedure on (B)(6) 2017 and the suture was used. During the procedure, when suturing the gaster with the needle-suture, it was noticed the tip of the needle had been missing. The needle had been held at its tip during use. The broken tip was searched for by x-ray photos during the procedure, however, it was not found. There is a possibility it remains in the body. As of (B)(6) 2017, the patient was in the hospital, and was getting better. No adverse consequences caused by the broken piece had been observed until then.

Manufacturer narrative:
(B)(4). The actual sample was returned for analysis. A fracture was observed at the tip of the needle. The needle was received in one piece, the mating fracture surface was not provided for this evaluation. The fracture surfaces and surrounding area of the needle were examined to determine fracture mode. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.